Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter gave a reading of 20 mg/dl and 22 mg/dl, when compared to a reading of 197 mg/dl on another brand of meter. The difference in the readings was determined to be clinically significant. No decisions to treat were reported. The consumer stated that she stores her test equipment in the kitchen and proper storage education took place with the phone call. The meter will be returned to nova biomedical for evaluation.